Event description:
Affiliate reported that the device was explanted as the patient fell out of the hospital bed while recovering. It was said that the mechanism inside the valve had come through the valve. The surgeon stated that the product failure was related to the fall.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. H3 other text : device not returned

Manufacturer narrative:
Upon completion of the investigation it was noted that a tear in the silicone housing was found. Although it is not possible to confirm the exact root cause for the tear, it is very likely that as mentioned in the initial report from the customer that the patient fell, which seems to be the most logical root cause. As noted in the instructions for use, silicone has a low tear and cut resistance. A review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.